Event description:
It was reported that during an interrogation, the programmer invoked emergency pacing. It was recommended that the programmer be returned for service. The status of the programmer is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis did not find any fault and could not duplicate the reported issue. Software was reloaded.

Event description:
It was reported that during an interrogation the programmer invoked emergency pacing. It was recommended that the programmer be returned for service. The programmer was later returned to the manufacturer. No patient complications have been reported as a result of this event.